Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was due to a failure isolated to a blown f600 fuse on the ca board. The root cause for the blown fuse could not be positively identified. There was no adverse event that resulted from the damaged monitor.